Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report that the plunger is passing above the iol therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported products acceptance criteria. The photos attached to the parent complaint were reviewed by the investigation site. Two photos show the company handpiece with the etched lot information matching the reported lot. Two photos show the company handpiece at different angles. The reported issue was not confirmed from the photo review. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the products acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of the plunger of the injector was not working properly and was passing above the intraocular lens. Additional information has been received and stated that the surgery was completed using another injector. There was no patient harm and no patient contact.